Manufacturer narrative:
D4; 8; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a hals partial nephrectomy, the top sleeve of disc tore. No patient consequences.